Event description:
On (B)(6) 2025, the user contacted beta bionics technical support reporting that they were unable to unlock the ilet device. The user confirmed that the device had not received a firmware update. The agent guided the user through initiating and completing the firmware update, which resolved the issue. The user was advised to call back if the problem persisted. Blood glucose (bg) was unaffected, and insulin delivery continued normally throughout the event. The user reported no symptoms and did not require medical assistance.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.